Event description:
Oversensing and 'inadequate therapy delivery' were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient status was noted as 'ok'.